Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 82.5 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. In the course of the analysis, the ligature marks were noted 36.5 cm proximal to the lead tip. Furthermore multiple signs of abrasion were noted along the lead fragment. In particular 6 cm proximal to the lead tip the insulation was rubbed through. The coating of the conductor coil was abraded in this region. The characteristics of the damage indicate severe mechanical stress of the lead in the implanted state. Interaction with another implantable device, such as a nearby lead, should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be update.